Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the pts battery was not working; they had been recharging their ins for 1.5 hours and the ins was not completely charged. For the last 3 or 4 days it took over 1.5 hours to charge the ins. The pts controller battery had gone down to 30% and the ins was charged to 90% but would not recharge. It had been at 90% for a while and it was taking forever to charge. Caller noted they recently replaced the controller and it helped but now it took longer and longer to charge. They were recharging at excellent. During call caller verified no damage to the controller charging port or to the recharger. Caller blew into the controller charging port. Caller reset the controller and it told then said the hello screen (screen 3); caller was able to pair the controller. The caller was then able to recharge the ins at excellent. The controller battery was at 30% and ins was at 90%. Caller was advised to monitor ins charging and call back if needed.